Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 525 mg/dl. Customer self-administered manual insulin injections to address bg. Paramedics were called and monitored customer's bg at home. No treatment was administered by paramedics and customer was not transported to the hospital. Customer alleged pump was the cause of the elevated bg. As the event occurred in the past, technical support. Customer was unable to confirm reported pump issue. Customer continued to use pump for insulin therapy.